Event description:
The pt reportedly has had revision surgeries (dates not given). The device remains implanted. For approximately two years, the pt reportedly has had limited programming options due to out of range impedance measurements. The pt will have the contralateral ear implanted.